Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 500 mg/dl and went to the hospital for assistance. Customer stated that her insulin pump was alarming motor error and squirting the insulin out during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked case at display window corners. Drive support disk was inspected and no anomaly was noted.